Event description:
During a procedure to the left common iliac, the proximal end of the second deployed smart control stent accordioned upon deployment. The length of the stent should have been 60mm, but was approximately 30mm after deployment. The stent did not completely cover the lesion. A subsequent stent (third smart stent) was placed in an overlapping position to cover the lesion. The first smart control stent was placed without difficulty. The second smart control stent was overlapping the first smart stent. There were no anomalies noted before usage. The lesion was 100% occluded. The lesion was accessed bilaterally. The stent was deployed via contralateral approach. There was no injury to the male pt. The stent delivery system will be returned. The lesion was pre and post dilated with an opta pro balloon. Pre - opta pro balloon used 5x10 and post - opta pro balloon 7x4mm.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt.